Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04726 / 04727).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6), 2010. Subsequently, it is alleged that the patient was revised on (B)(6) 2012, due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment, and elevated metal ion levels. Legal counsel for patient further reported patient allegations of dark black metal debris fluid, a pseudotumor, metallosis and corrosion on trunnion at time of revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-04726 /-04727 /-06122).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, it is alleged that the patient was revised on (B)(6) 2012 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment, and elevated metal ion levels. Legal counsel for patient further reported patient allegations of dark black metal debris fluid, a pseudotumor, metallosis and corrosion on trunnion at time of revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes from (B)(6) 2012 indicates the revision was due to pain, elevated metal ion levels and an MRI indicating the presence of a pseudotumor. Operative report noted the presence of dark black metal debris fluid, a pseudotumor, a capsule surrounding the greater trochanter, metallosis, fibrosis, corrosion on the trunnion, and a loose acetabular cup. The modular head and acetabular cup were removed and replaced with a competitor's cup and a biomet head.